Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion, and their right ventricular (rv) lead exhibited high pacing impedance and caused the patient inappropriate shock. Fluoroscopy was performed and revealed that the distal end of the lead had become kinked. No intervention was performed on the ICD. The rv lead was capped and replaced on (B)(6) 2025. Patient was stable.